Event description:
Reporter alleged blood glucose measured 351 mg/dl at 12:56 pm back to back with a result of 172 mg/dl when performed at 12:58 pm. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.